Event description:
Device malfunction: none, symptoms/ae: stroke, tia, time of symptoms/ae: post procedure. The following was noted during article review. A study of cerebral hemodynamics using transcranial doppler was conducted of consecutive patients before and after carotid artery stenting procedure (cas). The criteria was that all the patients included in the study had pre-existing severe carotid artery stenosis. It was reported that of the patients that participated, there were 4 transient ischemic attacks (tia) and 1 stroke noted after an unspecified time post procedure. The article lists the rx acculink device along with 4 other competitive stents used for the cas procedure; it does not correlate the patient outcomes with a specific device. Although requested, there is no add'l info available.

Manufacturer narrative:
This report involves an article. The stents remain in the patients. The lot numbers were not identified; therefore, a device history record review could not be performed. Additionally, this is being reported conservatively as the specific mfrs of the devices involved in the reported events were not identified. Attachment: gregory telman, md; efim kouperberg, md; elliott sprecher, phd; luis gruberg, md; rafael beyar, md; and david yarnitsky, md. "Tcd evaluation before and after stenting in patients with severe primary carotid artery stenosis versus restenosis." Journal of endovascular therapy 08/2007; 14: 483-488.